Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During screw insertion in very tough bone, the ratchet adaptor ((B)(4)) suddenly broke. The adaptor was removed from the screwdriver and the surgeon continued to insert the screw. This is when the tip of the screwdriver broke as well ((B)(4)). At that point the screw was in its final position. The broken tip was removed from inside the screw head. Surgery was completed with another screwdriver included in the set.

Manufacturer narrative:
One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: 0606mi] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed a fracture at the distal tip of the driver, the second half of the driver was not returned for analysis. Device sample was then sent to (B)(4), a senior research engineer for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.